Manufacturer narrative:
The cs300 intra-aortic balloon pump (iabp) was shipped to the getinge office for repair. A getinge field service engineer (fse) evaluated the iabp unit and was able to duplicate the reported issue. To address the failure, the display was replaced. The repair of the iabp unit was completed and has been returned to the customer for clinical use.

Event description:
It was reported that during a routine testing before using the cs300 intra-aortic balloon pump (iabp) on a patient, the screen of the iabp flickered. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that during a routine testing before using the cs300 intra-aortic balloon pump (iabp) on a patient, the screen of the iabp flickered. There was no patient involvement and no adverse event was reported.